Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was posted on social media that the patient was in the hospital the day of the post for diabetic ketoacidosis (dka) (previously reported under MFR number 3004753838-2025-318776). The post notes that they were there 2 weeks ago (documented in this complaint). The post says, "it doesn't calibrate". No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).